Manufacturer narrative:
The lay user/patient¿s test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿80mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and stated that they did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time later on the same day they developed the symptoms of ¿shaking and weak¿, however denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have been returned and evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.